Manufacturer narrative:
Supplement 1 medwatch submitted to the FDA on 03/22/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2021. Non-inflated balloon returned with the fill tube tip connected into the slit valve. The sheath is present on the shell. The end of the balloon was clamped onto the pull force equipment and it met minimum requirements. An attempt was made to inflate the balloon; however, the balloon did not inflate, and the fill tip disconnected from the slit valve. The sheath was manually removed to gather additional information from the device. The fill tip was measured using a pin gauge and it met specifications. The balloon thickness was measured and met specifications. The complaint has been verified as the pressure to inflate the balloon exceeded requirements.

Manufacturer narrative:
Initial medwatch submitted to the FDA on 16/feb/2021. The device was returned to the apollo device analysis laboratory on (B)(6) 2021. Analysis of the device is ongoing. A review of the device labeling notes the following: the current orbera¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "difficulty adding/removing saline" and "difficulty with fill tube" are as follows: warnings and precautions: proper positioning of the placement catheter assembly and the orbera¿ system balloon within the stomach is necessary to allow proper inflation. Lodging of the balloon in the esophageal opening during inflation may cause injury and/or device rupture. The orbera¿ system balloon is composed of soft silicone elastomer and is easily damaged by instruments or sharp objects. The balloon must be handled only with gloved hands and with the instruments recommended in this document. Note: if the balloon becomes separated from the sheath prior to placement, do not attempt to use the balloon or reinsert the balloon into the sheath. Note: during the filling process the fill tube must remain slack. If the fill tube is under tension during the intubation process, the fill tube may dislodge from the balloon, preventing further balloon deployment. Warning: rapid fill rates will generate high pressure which can damage the orbera¿ system valve or cause premature detachment.

Event description:
The physician experienced difficulties in filling the balloon. The procedure had to be stopped.